Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device part number: 04.130.253s. Synthes lot number: 9913638. Release to warehouse date: 03.may.2016 expiry date: 01.apr.2026 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed was performed for the subject device: 1x article 04.130.253s with lot 9913638 / va locking y-plate 1.5 he 3ho shaft 7ho received and forwarded to manufacturing plant (B)(4) for investigation: product inspection: the plate was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿will not tighten¿ reported in the procedure. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is broken at the level of the holes va.5 and va.6 (the part was cut during operation time in order to remove it) for this reason this hole is not measurable. The holes va.7/8/9 (the ones proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the va-holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to spec. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective disposition: the manufacturing investigation is disposed as unconfirmed and not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. The exact root cause for this complained problem could not be replicated. Because the plate was received broken, this complaint is confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Due to intra-operative issues, the device was not implanted/explanted. Patient code (B)(4) used to capture the additional medical intervention needed to remove the plate. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used in the surgery for the fracture of the left second metacarpal bone on (B)(6) 2017. The variable angle (va) locking y-shape plate was used for the fixation. After the fixation with the proximal three screws and distal two screws by using the va sleeve, re-reduction was needed so the distal screws were removed once. When the va drilling was done again after re-reduction, the locking screw was inserted and it was found that the plate was not locked by the screw. When the fix-mode drilling was done to anther hole, and the locking screw was inserted, it was also found that the plate was not locked by the screw. Because the fixation was not possible at this moment, the surgeon decided to replace the plate in question. When the surgeon tried to remove the y-shape plate in question, the plate could not be removed since the proximal two screws were spinning around. Eventually, the plate in question was cut and removed from the patient. The surgeon replaced and fixed with the t-shape plate (1.5mm). The surgeon commented that since the va sleeve was drilled beyond the range of the specified value, the plate in question might have not been locked with the locking screw; or the force of locking tightening might have been too strong. The surgery was extended for an unknown duration. No adverse event to the patient was reported. Concomitant devices: cortex screw (part 04.214.112s, lot 9864479, quantity 1); cortex screw (part 04.214.112s, lot 9850336, quantity 1); va locking screw (part 04.130.210s, lot 9896585, quantity 2); va locking screw (part 04.130.210s, lot 9865063, quantity 2); va locking screw (part 04.130.212s, lot 9888781 or 9882709, quantity 1); va sleeve (part/lot unknown, quantity 1); 1.5mm t-shape plate (part/lot unknown, quantity 1). This is report 1 of 2 for (B)(4)

Manufacturer narrative:
Corrected data: concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to concomitant devices: one of the concomitant cortex screws has a length of 14mm instead of 12mm as previously reported.